Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging power (damage) issue. The customer stated that the battery compartment as well as the battery cap was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting and could impact insulin delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/27/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/13/2016 with the following findings: a review of the pump¿s black box revealed several pump reboots. The battery compartment was found to be cracked. The battery compartment as well as the battery cap threads was found to be stripped. The power complaint was duplicated during investigation. The pump powered on correctly with no power interruption with a test cap. The pump was opened and there was no intermittent condition found to the printed circuit board. (B)(4).